Event description:
It was reported tht the customer's insulin pump had an unexpected restart. His or her blood glucose was unknown. The insulin pump is being returned. No additional information was reported

Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no alarm. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.